Event description:
Event description cpi received information that this implantable pulse generator (ipg) was exhibiting signs of intermittent oversensing when programmed to a 5mv sensitivity setting. The device was replaced one day later. The reason for removal stated on the explant form was battery replacement. The device was implanted for 158 months.